Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as the sample is pending to be returned for analysis. A verification of failure mode reported in the current manufacturing process was conducted as follows: 34 staplers were taken from the current production from part number 528135 visistat 35r 6/box lot# 73a2400931 the staplers were functionally inspected (fired) and issue reported "misfire/jamming - info not provided" was not observed in the current manufacturing process, the staples were loaded and released correctly. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "doctors using stapler on patients then it got [jammed] cannot work anymore." To complete the procedure, the doctor used a new stapler to close the wound. No patient injury or consequence reported. Patient's current condition reported as "fine".